Manufacturer narrative:
H4: device manufactured between february 12, 2020 to february 13, 2020. H10: the device was received for evaluation. A visual inspection was completed and a stain was observed. Functional testing was not performed for this complaint as the sample was received in a condition making the evaluation impossible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe inlet had a stain (at the slip connector). This was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.